Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information in section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 09jan2025: the type of procedure being performed was a peripheral angioplasty. The procedure was completed with the same sheath by holding valve together. There were wires and catheters inserted through the valve.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6fr destination was returned to terumo medical corporation for product evaluation. The returned product included the sheath. The sample was subjected to visual analysis. The valve cap was not attached to the sheath hub. There appeared to be some signs of deformation on a portion of the valve cap. The valve was also not inserted into the sheath hub. It was also noted that the glue for the valve cap did not appear present on a portion of the sheath hub. The complaint can be confirmed for valve mechanical separation. The operations quality engineer (qe) was contacted, and a nonconformance (nc) report was initiated for this issue. The nc report will contain root cause analysis and corrective actions. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control.

Event description:
The user facility reported that the destination valve came apart during use. There was no harm or blood loss noticed and the case was completed. The event occurred during the use on the patient/during procedure.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted e3: occupation: senior sister. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.